Manufacturer narrative:
In the course of a first investigation of the hinged arm a possible failure of the concerned hinge came to our attention on (B)(6) 2012. The investigation is ongoing. The final investigation results will be reported in the f/u report.

Event description:
It was reported that during a surgery one adjustable hinge of the hinged arm care loose and the hinged arm moved down. As also the ventilator hoses were fixed to the hinged arm, the pt was almost extubated. No injury was reported.